Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, the lens would not center due to a posterior capsular tear, which was not seen initially because of small pupil (pt on flomax). The surgeon reported an anterior vitrectomy was performed, the lens was removed and replaced with no wound enlargement nor sutures. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for evaluation. Optic damage was observed. Solution is dried on the lens. Product history and batch records were reviewed and documentation indicated the product met release criteria. The root cause could not be determined by the evaluation. The lens dimensions are acceptable using an approved template. Due to the presence of surgical solution, the observed damage is most likely related to customer handling. There have been no other complaints reported in the lot number. Additional information was requested on 01/27/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).